Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2003. The patient underwent an attempted removal procedure approximately 17 years and 7 months after receiving the implant, but the procedure was unsuccessful. A second removal procedure occurred approximately 5 months after the first attempt. During the second removal procedure, it was noted that the patient's filter had fractured and a strut was lodged in the vertebra. It was also noted that the ivc filter had perforated through the ivc wall. The surgeons were able to remove the main body of the filter, but they were unable to remove the fractured strut in the spin. The fractured strut of the filter is still in the patient's spine. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Occupation: non-healthcare professional. Attempted removal occurred in (B)(6) 2020 and (B)(6) 2021 (procedure in which main body of filter was removed). Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: fracture, organ/vena cava perforation, and inability to retrieve. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2003 via the right common femoral vein post deep vein thrombosis (dvt). Patient is alleging vena cava perforation, fracture, device is unable to be retrieved, migration, dvt, caval thrombosis. Patient further alleges "fractured piece of filter is embedded in lower spine cause of pain in lower back" ; "trouble standing long periods, no bending, no twisting, not able to crawl on knees, when we go shopping I have to lean into the handle for support, use walker for support;" depression, and anxiety. (B)(6) 2020 unsuccessful retrieval (B)(6) 2021 successful retrieval per retrieval report, "ivc venogram demonstrates an infrarenal ivc filter in place with patency of the inferior vena cava with minimal filling defect at the apex of the ivc filter. Subsequent images then demonstrate a grasping and capturing of the ivc filter. The ivc filter was removed and inspected, and noted to be fractured with significant calcified burden within the apex internally and surrounding". "Impression: successful removal of an existing cook gunther tulip inferior vena cava (ivc) filter." "Retained inferior vena cava filter fractured fragment lodged within a vertebral body."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: embedded deep vein thrombosis (dvt), migration, pain, limited physical activity, depression, anxiety. The reported allegations have been further investigated based on the information provided to date. The additional information regarding embedded does not change the previous investigation results for vena cava/organ perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported pain, limited physical activity, depression, anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per retrieval report (attempted), "the tract was dilated over an amplatz wire and a 16 french sheath carefully inserted across the mediastinum and positioned above the filter under live fluoroscopic guidance. Through this a cook multi sheath inferior vena cava filter retrieval set was assembled and placed through the larger 16 french sheath. Multiple attempts were made with the snare to capture the hook and probe fibrous tissue. The hook was too embedded into the caval wall to allow this. Therefore the small endobronchial forceps were now placed through the sheath and used to grasp the hook and free tissue. The hook could be grasped into the filter." "After sheathing the hook of the filter it was now regrasped with a gooseneck snare. Attempts were made to advance the sheath but it would not carryforward over the midportion of the filter. At this point the hook straightened." "We decided to attempt to center the filter for better traction. Using a kumpe catheter and angled exchange length glidewire a hook loop was formed under the central portion of the filter taking care to avoid the stabilizing struts. This was exteriorized through the sheath under fluoroscopic guidance and while using the glidewire and small forceps for traction the sheath was again attempted to be advanced. It could not." "Several further attempts were made to loosen scar tissue and fibrous tissue within the colon of the filter using a rim catheter and additional snares taking care not to entanglement filter. These were not successful." "Finally the filter was grasped again with forceps and normal forced was applied in a forward orientation on the sheath. At this point I was clearly bending the filter and applying significant force with my left arm and it was clear that while the filter might come out there may be a large cava laceration at that time. We stopped." "Final imaging was performed and all wires catheters and sheaths were removed." "The patient was tolerated the procedure without immediate complication." "Bending of the filter legs that is embedded in the spine without fracture." "Extensively scarred inferior vena cava filter with one leg embedded in a vertebral body as seen on prior imaging." "Attempts at inferior vena cava filter retrieval with successful capture of the filter hook and cone." Despite strong forward tension on the sheath the entire filter could not be captured." "Attempts were stopped to avoid vena cava laceration."